Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range shock impedance measurements and a gradual increase in pace impedance measurements on the right ventricular (rv) lead. Which was believed to be caused by calcification. Troubleshooting options were discussed and recommended. At this time de crt-d and the rv lead remain in service. No adverse patient effects were reported.